Manufacturer narrative:
(B)(4).

Event description:
A talent and aneurx stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was explanted and its analysis has been completed: from the examination of the returned devices and the clinical information provided, the exact cause of the aneurysm expansion is unknown. It is possible that the aaa expansion was due to aneurysm pressurization from the reported loss of the proximal seal caused by disease progression (neck dilatation). It is also possible that the expansion was due to a type iii fabric endoleak emanating from several sources. The bifurcate was returned with the ipsilateral limb transected just below the flow divider, and both the contralateral limb and ipsilateral extension were returned detached from the bifurcate. A flattened 3 cm length of another manufacturer¿s bare metal stent and a cardiomems pressure transducer were also returned. No stent fractures were observed on any of the stent graft components; however, numerous fabric tears were observed primarily along the perimeter of the bifurcate aortic body. The exact cause of the tears is unknown. Films were not provided; therefore, the in-vivo configuration of the stent graft and the other manufacturer¿s stent during the implant duration could not be assessed. It is possible that these tears may have been caused by abrasion from the bare metal stent, as well as due to crease fatigue and spring <(>&<)> c-bar abrasion occurring in-vivo. Numerous fabric tears and associated suture breaks were seen on the (aneurx) ipsilateral limb extension, and multiple tears were also seen on the dis tal end of the contralateral limb; these tears may be have caused by stent graft angulation. It is possible that the type ii endoleak reported at the 56 month follow-up may have contributed to the aaa expansion. Although no type iii endoleak was reported, a type iii fabric endoleak cannot be ruled out as a possible contributor. However, many of the observed tears were found to have been covered by tissue/thrombus in the ¿as received¿ condition, and some of the limb tears may have been covered by the overlapping components, therefore many of these tear may not have been clinically significant.